Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. Reportedly, the screen would not turn on when plugged into a power source. Eventually, the customer was able to get the screen to turn on; however, the screen was frozen on the 1-2-3 lock screen. The customer's blood glucose was 200 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.